Event description:
It was reported that an ilet pump developed a burn-like spot approximately a quarter inch wide in the middle of the touchscreen that obstructed blood glucose readings and impaired screen visibility; the user continues to use the pump until a replacement arrives, and the user wears a dexcom g7 sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light visibility problem and a device display that was difficult to read, traced to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.